Manufacturer narrative:
(B)(4) initial report. Additional information, including post primary and pre revision x-rays, operative notes (primary and revision), patient weight, activity level and medical history, whether the patient followed correct post-op protocol, how many falls did the patient have and what were they doing at the time of the falls and an update on the patient post revision, has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Taperfit / trinity revision of the stem, ecima insert and modular head after approximately 2 years and 1 month due to loosening of the stem (patient had multiple falls).

Manufacturer narrative:
Per -(B)(4) final report: additional information, including post primary and pre revision x-rays, operative notes (primary and revision), patient weight, activity level and medical history, whether the patient followed correct post-op protocol, how many falls did the patient have and what were they doing at the time of the falls and an update on the patient post revision, was requested in order to progress with the investigation of this event, however, none of this information was provided. It was reported that the patient is osteoporotic and had multiple falls post primary leading to the stem loosening. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. Review of these records revealed no product non-conformity or deviation from process that would have caused or contributed to this event. Based on the available information, no further investigation can be conducted and the root cause has been concluded to be patient related conditions. The patient is osteoporotic and had multiple falls post primary surgery which resulted in the loosening of the taperfit stem and the subsequent revision. Therefore, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Taperfit / trinity dual mobility revision of the stem, ecima insert and modular head after approximately 2 years and 1 month due to loosening of the stem (patient had multiple falls).